Event description:
Caller alleged discrepant results with the inratio2 meter compared to the lab for one pt. Results as follows: dates: (B)(6) 2012, pt's inratio: 4.2, nurse's inratio: na. Date: (B)(6) 2012, pt's inratio: 2.8, nurse's inratio: 1.9. Tests done within back to back. Pt's therapeutic range: 2-3. Customer's operational technique: first drop or blood was not used. Customer added multiple drops of blood.

Manufacturer narrative:
Investigation: user did not provide lab testing result for direct comparison with provided inratio results. Insufficient info provided to determine conformance to established accuracy standards. Discrepant results (precision) comparison inratio test results as follows: date: (B)(6) 2012, inratio results: (2.8, 1.9), mean: 2.35, sd: 0.64, %cv: 27.08, result: fail. Reported results produced %cv greater than 20%. Inratio meter results fail the criteria for precision. Results are considered discrepant beyond the documented variability for pt/inr testing. User reported additional inratio result from a different date of testing. A maximum of three (3) hours is determined reasonable for comparison of pt/inr results from both poc and lab instruments. Timing disparities greater than this have an increased likelihood of factors other than instrument influencing the results. For this reason, no further comparison analysis of this other reported result is appropriate. User reported adding more than one drop of sample to test strip. Double dropping (adding two drops to one strip) is a known cause for pre-analytical errors in finger-stick sample collection. This may be root cause. In-house therapeutic donor testing was performed on reported lot 275252. Results as follows: see scanned table. All replicates for each donor are within the acceptable bias for accuracy. Both donors produced %cv less than 16%. Product performed as expected. No further investigation is necessary. Conclusion: customer's tests were performed over three (3) hours apart. It is reasonable to expect changes in the status of the pt. Correlation comparison should be within three (3) hours. Review of complaint revealed customer's improper operational technique in test and pt's medication could affect test accuracy. Root cause could not be determined. No product was expected to be returned, review of recent in-house therapeutic sample testing found retain strips met accuracy and precision criteria. (B)(4). Strip lot in complaint has strip code lw5mu which brick lot number 257219 was assigned and packaged into strip lot numbers 275252, 275255, 275253, and 275254. (B)(4). No further action is required at this time. No corrective action required at this time as no product deficiency was established.